Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was "staying on" longer than intended. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.